Event description:
Reporter indicated a vns generator produced an error message "low lead impedance less than or equal to 200 ohms. Lead impedance has been detected" during an initial implant surgery. Troubleshooting did not resolve the issue. A different generator was implanted without complication. The generator was returned to the manufacturer and is pending product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.